Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system didn't boot and then displayed file corruption error; the field engineer noted that this was reproduced. There is no report of death or serious injury associated with this complaint.